Event description:
During implant of a tendril lead, impedance was high and out of range. The lead was explanted and replaced with good electrical measurements. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.